Manufacturer narrative:
The investigation for the cardiac perforation has been completed. The pump was not returned for investigation. Data log review was not required for this case run. The cause of the injury was not determined due to insufficient clinical details.

Event description:
It was reported that a patient experienced cardiac tamponade requiring pericardial drainage with a subxiphoid catheter. The patient was then implanted with an impella cp. Later, the patient was escalated to an impella 5.5. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.